Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('abnormal bleeding (general),') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: mirena. Past adverse reactions to the above products included device dislocation with mirena. Concomitant products included ibuprofen for dysmenorrhea and pain as well as aceclofenac (zynac) and montelukast sodium (singulair) since 2014. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced abdominal pain ("pain - abdominal cramps"), vaginal haemorrhage ("abnormal bleeding (vaginal) / occasional spotting"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),") and vaginal discharge ("vaginal discharge."). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), female sexual dysfunction ("apareunia") and anaemia ("anemia"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pelvic pain, dyspareunia, vaginal discharge, female sexual dysfunction and anaemia outcome was unknown, the genital haemorrhage, vaginal haemorrhage, menorrhagia and dysmenorrhoea was resolving and the abdominal pain had resolved. The reporter considered abdominal pain, anaemia, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain ,bleeding and migration. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2014: that the coils were in place. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received -lab date and new events- "pelvic pain ,apareunia and anemia" were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain -abdominal cramps') and genital haemorrhage ('abnormal bleeding (general),') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: mirena. Past adverse reactions to the above products included device dislocation with mirena. Concomitant products included ibuprofen for dysmenorrhea and pain as well as aceclofenac (zynac) and montelukast sodium (singulair) since 2014. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal) / occasional spotting"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),") and vaginal discharge ("vaginal discharge."). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (supracervical hysterectomy (uterus only)). At the time of the report, the abdominal pain had resolved, the genital haemorrhage, vaginal haemorrhage, menorrhagia and dysmenorrhoea was resolving and the dyspareunia and vaginal discharge outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in 2014: that the coils were in place. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: previously added "injury" was replaced with new events -" abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain -abdominal cramp, vaginal discharge". Reporter information, patient demography, concomitant drug and lab data was added.